Event description:
It was reported that patient received multiple inappropriate therapies. The cause of the therapy was unknown. The device and lead were explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
The reported field event of unanticipated therapy delivery was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the field event could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.